Manufacturer narrative:
(B)(4).two samples were received for evaluation. Flow testing and visual inspection confirmed the reported condition of unable to prime in one of the two samples returned. The cause was determined to be an inverted check valve due to incorrect assembly. Corrective actions have been identified which include operator awareness training. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) a continu-flo set in which the flow of solution stopped at an unknown location in the set. The issue occurred during priming. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.